Event description:
Account reported they initially obtained zero results for several ck-mb and myoglobin samples that repeated higher when rerun. The incorrect results were not used to guide therapy. The field service representative found the sample probe was dripping due to a tube leak and repaired the instrument by replacing the tube.